Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found at the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked display window, cracked battery tube threads, minor scratches on the display window and a broken belt clip slot.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad. The blood glucose reading was 195 mg/dl. The customer stated that the insulin pump was running wildly out of control. She observed the scrolling numbers during a bolus programming attempt. The incident did not result in any serious injury or hospitalization, although the customer stated that she was worried that she may receive an overdose of insulin. No significant events leading to the keypad issues were observed. She also observed a no delivery alarm and saw air bubbles in the reservoir. Advised replacement of the insulin pump. She advised that if her blood glucose levels rose that she would possibly go to the emergency room. She noted that she would be contacting her doctor after the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.